Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of the screwdriver broke. Surgeon started to do the final tightening manually using the torque limiting attachment together with the solid screwdriver for 4.0mm locking screws when the tip of the screwdriver broke. No delay in surgery since there was another solid screwdriver available.

Manufacturer narrative:
The reported event of the screwdriver breakage could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The breakage was most probably caused by over-torqueing of the screwdriver. The visual inspection revealed that the fractured pattern on the device was consistent with the device exposure to high torsional forces. Notes: it is stated in the optech: ¿do not use power for final insertion of locking screws. It is imperative to engage the screw head into the plate using the torque limiting screwdriver. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening.¿ a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that the tip of the screwdriver broke. Surgeon started to do the final tightening manually using the torque limiting attachment together with the solid screwdriver for 4.0mm locking screws when the tip of the screwdriver broke. No delay in surgery since there was another solid screwdriver available.